Event description:
Customer reportedly rec'd results of lo (22:58) and 220mg/dl (22:59) on the same device within 10 mins. No symptoms at the time of these results. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device, however, customer advised strips are unavailable for return. Replacement was sent.